Event description:
Report received from the USA stating that the device could not secure the cutter. The device was being used during surgery. No injury or medical intervention occurred. The date of the event is unknown . No additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).